Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed calibration on the left master tool manipulator (mtm). The system was tested and verified as ready for use. No parts were replaced.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer reported the same issues was happening again with the stapler not recognizing on arm 1. The customer changed to a new stapler and changed the drape, but the issue remained. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no related issue. The customer stated the staplers were from different lots but did not have the lots in front of her. The procedure was completing as planned with no reported injury.